Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) caution the use of the angio-seal device in pts with clinically significant peripheral vascular disease. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported an angio-seal was selected for use. A few days later (date unk), thrombus was diagnosed by ultrasound. The thrombus was re-evaluated approx one month later and the thrombus formation had increased. The pt was sent to surgery. The pt was taking anticoagulant medication. The event date is month specific occurring in (B) (6) 2009 sometime after (B) (6) 2009.